Event description:
Complainant alleged that during a route shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that three was no pt involvement in the reported malfunction.